Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: multiple loss of prime warnings were observed in the black box with low non- zero force. The pump was exercised for 24 hours, no loss of prime occurred. A force sensor calibration check passed, indicating that the force sensor was detecting correct applied load. (B)(4).